Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 78-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had placed a cp to support a patient in ami/cgs (acute myocardial infarction¿/ cardiogenic shock) . The patient was sent to the or for CABG (coronary artery bypass grafting). While in the or the team used soft clamps to cross clamp the cp. The soft clamp had been a discussion for appropriate use. The aorta was however found to be damaged at the site of the cross-clamp. The team had to repair the aorta with a dacron patch and cp removal and escalation to the 5.5 pump.

Manufacturer narrative:
The investigation into the vascular damage - great vessel has been completed since the initial report was submitted. The product was not returned for investigation. The root cause of the vascular damage - great vessel issue was not determined since product was not returned and insufficient clinical information was provided.